Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there are scratches on the pump and making it hard to see. Customer declined to troubleshoot and did not want to replace his pump because he doesn't want to reprogram the replacement. Customer stated that warranty is almost over and she will replace it.